Manufacturer narrative:
Submit date: 10/12/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states unit has no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit has no sound¿ the unit was triaged and the customer¿s reported condition was confirmed. It was observed that one of the speaker wires had been damaged. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.